Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-10041, manufacturer report number: 2017865-2020-10042, manufacturer report number: 2017865-2020-10043. It was reported that the patient presented with questionable abrasion or erosion at suture line site. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the pacemaker, implantable cardiac monitor, right atrial lead and right ventricular lead was explanted and not replaced. The patient was stable and recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.